Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the nurse extended the snare loop for the purpose of performing a polypectomy inside the patient's ascending colon. When the nurse tried to retract the snare, a "grinding" was felt and the loop would not retract. The nurse tried to retract it again, but had the same issue. The nurse did not want to risk closing the snare by force at the polypectomy site, so the snare was removed from the patient and from service. The procedure was completed using a second captiflex small oval snare. No patient complications were reported. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: loop failed to retract. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.